Event description:
Boston scientific received information that during a patient follow up, the right ventricular (rv) lead presented with pacing impedance measurements above 2,000 ohms. All other lead measurements were within normal parameters. However, there were some non-sustained episodes recorded in the memory of the implantable cardioverter defibrillator (ICD) as result of noise being oversensed on this rv lead. A lead fracture was suspected. A revision was performed and this lead was successfully replaced. No additional adverse patient effects were reported. The rv lead was then returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. To determine a cause for the out-of-range pacing impedance measurements, detailed analysis of the setscrew markings on the lead's terminal pins was performed. One setscrew mark on the is-1 terminal pin was very close to the front edge of the pin, and no setscrew mark was noted on is-1 terminal ring. Also, short "drag marks" were noted on is-1 terminal ring from the device's spring connection mechanism. Evaluation of the terminal pin indicated the lead was not fully inserted into the device header. Under-insertion could compromise the electrical connection between the spring and is-1 terminal ring, and may result in out-of-range impedance measurements and noise. The ICD remains implanted and in service. No further issues have been reported on the ICD and no additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.